Manufacturer narrative:
The manufacturer did not receive the device for investigation. X-rays and pictures were provided and will be reviewed within investigation process. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, l, 36/+3.5, taper 12/14 on (B)(6) 2015 on the right side. The patient fell down on (B)(6) 2016, leading to a bone fracture. On (B)(6) 2016, the patient underwent a revision surgery to remove the whole implant. Note: this is a split case with zimmer inc., (B)(4) reference number: (B)(4).

Manufacturer narrative:
A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: no trend identified. Device history records (DHR) review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: the patient underwent a revision surgery of the right thr on (B)(6) 2016 after 1 year 2 months in-vivo time due to a fall leading to bone fracture. Review of received data - CT scan of the right hip is returned. In the CT scan it is visible that the femur is broken at the middle height of the hip stem. No other abnormalities observed. - implantation surgery dated (B)(6) 2015: operation: right thr with hybrid zimmer cpt/trilogy. No abnormalities observed. - in addition, the photos of the explanted implants were received. It is shown that the biolox head is still assembled on the stem. The head seems to have no deformations. Devices analysis: no product was returned to zimmer biomet for in-depth analysis review of product documentation: - the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Conclusion summary according to the information received, the fall that the patient experienced is the most likely reason of the femoral bone fracture leading to the revision surgery. A potential correlation between the reported event and the ceramic head is very unlikely. That being said, the described bone fracture in this complaint cannot be related to a specific failure mode for the ceramic head. Based on the information available, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is cmp-(B)(4).